Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that there was a power-on-rest (por) on their implantable neurostimulator (ins). The therapy had stopped as a result of the por. The patient stated that they were getting 6 bars and that the ins battery was full but when they tried to turn the stimulation on, they got a por screen. The por was not related to an overdischarge (od) event. With assistance the por screen was able to be cleared successfully. The indications for use for the implanted device were noted as stenosis and spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.